Event description:
It was reported that the caller's pump screen was dark and would not turn on, with a red led flashing and the pump beeping and vibrating as described. The caller did not provide their blood glucose level at the time, so there was no reported impact to the customer's blood glucose level. Technical support confirmed that the pump was under warranty and arranged for its replacement. The customer was advised to use multiple daily injections as a backup therapy and was instructed on how to put the pump into storage mode. Instructions were provided to return the faulty pump using a prepaid label within 10 days, which the caller understood and acknowledged.